Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a cerebral infarction occurred. In (B)(6) 2013, a 30mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. One partial recapture was completed as the device position was too proximal. Upon release, the device was placed distal to and spanned the entire laa ostium and a complete seal of the laa was observed. In (B)(6) 2015, a computed tomography(CT) scan and a transesophageal echocardiogram (tee) were performed and revealed a cerebral infarction. The patient was treated medicinally and the event is considered resolved.